Event description:
The initial reporter questioned high results for 2 patient samples tested for sodium (na) on a cobas 6000 c (501) module. The results for 1 patient were discrepant. The initial result was 183 mmol/l. Laboratory personnel questioned this result and repeated the sample.the repeat result was 143 mmol/l. This result was believed to be correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided.